Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. Review of a supplied patient x-ray found evidence consistent with device loosening and possibly subsidence; although subsidence cannot be confirmed without a prior x-ray to make a chronological comparison. The investigation could not draw any conclusions about the reported event; however, the initial reporting stated the patient large physical stature was a contributing factor. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address subsidence and loosening of the tibial tray at the cement/implant interface. Competitor cement was used at the time of original implantation. The surgeon believes this is due to the patient's body habitus.